Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock for ventricular fibrillation (vf). However, the time to therapy was longer than expected at about 55 seconds. Technical services reviewed the episode and discussed functional undersensing was observed early in the episode due to big/small amplitude variability. Additionally, the patient had a history of untreated episodes stored due to myopotential noise, resulting in the smart charge being extended. The field representative reported the patient also had a history of seizures and was a recovering alcoholic. No adverse patient effects were reported. The device remains implanted and in service.